Event description:
The customer reported approximately one half milliliter of fluid leaked from reagent probe b involving the unicel dxc 600 synchron system. The customer also obtained system motion errors; the errors were cleared and corrected. During troubleshooting, the customer discovered the reagent syringe was loose and tightened the syringe. The customer cleaned up the fluid with (B)(6). The customer also noted drops of fluid were on the reagent packs. No patient samples were analyzed during the event. Patient results were not impacted. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) did not observe a fluid leak from the reagent probe but noted the reagent syringe was slightly loose. The fse replaced the reagent t-valve, reagent syringe, 4-way valve, and probe fluid line from the 4-way valve to the probe. The fse noted no evidence of new fluid leaks and quality control (qc) was within the acceptable range. The unit conformed to the manufacturer's published performance specifications. (B)(4).